Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal stent region were noted to be bunched (ref. Photo 01). The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the proximal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the proximal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.